Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box data no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The battery cap was undamaged and secured properly to the pump; a power loss was not observed. During investigation, the pump sleep current reading measured above specifications. The pump case was removed and an intermittent condition was found to the cgm module due to a cold solder connection. The sleep current returned to specification after the cgm module was unplugged from the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.